Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance on a normal mode diagnostic test. A system diagnostic test could not be performed due to pt's low settings. There was no report of any pt manipulation or trauma that could have contributed to the reported event. A battery life estimation was performed that showed approximately 8.47 years till end of service of the pt's generator, therefore, the high lead impedance on the normal mode diagnostic test is not due to the generator reaching end of service. The pt's device has been disabled by the physician. The pt is being scheduled for a full revision surgery. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.